Manufacturer narrative:
Based on supplier investigation: for uti (urinary tract infection) of ultram16c: not cleaning meatus prior to insertion allowed bacteria going into the urethra/bladder which bring uti. For uti (urinary tract infection) of the m16c: without lubricant, the friction during insertion caused damaged to the urethral mucosa, meanwhile, he didn¿t clean meatus prior to insertion allowed bacteria going into the urethra/bladder which brink uti. From the above root causes, we can conclude this to be a misuse by the service user, hence no corrective and preventive action to be taken now. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported, a 'consumer had a uti shortly after use' of this catheter. No additional information was provided.

Manufacturer narrative:
A2: sex, male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.